Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x60 smart flex self-expanding stent (ses) expanded before entering the body. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the 8x60 smart flex self-expanding stent (ses) expanded before entering the body. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the 8x60 smart flex self-expanding stent (ses) expanded before entering the body. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation. A non-sterile ¿smart flex 8x60 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the stent and mechanism were partially deployed, with the plastic nut of the hemostasis valve tightly closed. A kinked condition was noted approximately 127 cm from the distal end. No other notable details were observed on the returned device. Functional testing could not be performed due to the severe kinked condition, which impeded the proper performance of the deployment mechanism. The reported ¿stent delivery system (sds) deployment difficulty- premature/during prep¿ was visualized as the stent was received partially deployed. However, the exact causes of these findings cannot be determined, and the reported unintentional premature deployment cannot be verified. Subsequent findings of a kinked condition were also observed. Functional analysis could not be performed due to the severe kink that impeded a proper analysis. Based on the limited information provided and the product evaluation it is difficult to ascertain a root cause for the reported event. Handling during device preparation and procedural factors were likely contributing factors to the events. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.